Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the moving parts of the trigger did not move smoothly. It was further determined that the device had corrosion/rusting/pitting and the trigger was sticky. It was further determined that the device failed pretest for check for sticky triggers. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from (B)(6) 2021 to (B)(6)2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. G1-1: the manufacturer location was unknown in the initial report. The location has been identified as oberdorf. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 01/18/2016. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). D4: UDI: the UDI number was unknown in the initial report. The UDI number has been updated as (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The manufacturing site name is currently not available. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the buttons of the small battery drive device were sticky, and so the surgeons were having difficulty turning the device on and off. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device was used in a veterinary facility. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.